Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. There is no indication that the device malfunction caused or contributed to the patient's passing, as no electrode lead falloff was seen in the patient's ECG recordings. The root cause for the open wire was excessive force. Manufacture date: monitor - (B)(4) - 04/16/2015. Belt - (B)(4) - 09/17/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at 9:00 pm. Clinical review of the patient's downloaded ECG data shows that the patient experienced a defibrillation event consisting of one appropriate shock and four inappropriate shocks on (B)(6) 2020, the date of their passing. The lifevest detected an arrhythmia at 18:55:06 while the patient's rhythm was asystole. The patient then received four inappropriate shocks during asystole at 18:57:56, 19:04:13, 19:05:12, and 19:05:41. CPR/motion artifact contributed to the false detection. Following the 4 inappropriate shocks, the patient was seen in asystole with CPR/motion artifact. The lifevest then detected an arrhythmia at 19:16:04 while the patient's rhythm was ventricular fibrillation (vf). The patient then received an appropriate treatment at 19:17:11, and their post-shock rhythm was asystole. The patient remained in asystole until the device shutdown at 19:17:49 on (B)(6) 2020. The patient subsequently passed away. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.